Manufacturer narrative:
The history logs for this device showed the pad-pak was first installed on (B)(6) 2013 and performed to specification up to (B)(6) 2015. The device records multiple manual power ups, mainly of 10 minutes duration between (B)(6) 2015. The returned pad-pak was installed and the device failed to power up. A known good pad-pak was installed and the device passed a self-test. Some of the instructional led's remained illuminated throughout, on power on. The device was witnessed switching itself on automatically. This confirms the reported fault. The device was then downloaded indicating a fault had occurred with the device acknowledging the membrane type installed. This would have caused the instructional led's to remain illuminated. The device successfully delivered test therapy and an acceptable measurement was recorded for the test shock. The instructional led's did not operate as expected throughout this test as some of the instructional led's remained constantly lit throughout. The current drain was measured and indicated a fault. The device was disassembled for investigation. Upon visual inspection corrosion was found on the membrane tail. Investigation found the reported fault can be attributed to membrane failure due to corrosion on the membrane tail. This caused a short circuit and resulted in the device switching on automatically and damage to the microprocessor. This damage caused the device to be unable to acknowledge the type of membrane installed. Therefore the instructional led malfunctioned. The corrosion on the membrane tail suggests the device had been stored in adverse environmental conditions.

Event description:
There was no patient involved in this event. Device switches on automatically.